Event description:
It was reported that the stimulation stopped a ¿couple of days¿ prior to report. The patient was not feeling stimulation. It was noted that the device ¿had not worked¿ for a ¿couple of days.¿ the patient stated that when they increased the stimulation ¿all the way up¿ they felt nothing. The patient had tried both programs and increased the amplitude all the way and was feeling no stimulation. The patient increased to the upper limit. The patient noted that their back and legs ¿really hurt.¿ the patient noted no falls or trauma. The patient noted that they had not seen their physician in ¿years.¿ the patient was redirected to the healthcare professional (hcp). It was later reported by the healthcare professional (hcp) that the cause of the event was that the device ¿just stopped working two weeks ago.¿ it was noted that the event was attributed to the lead. It was noted that there was high out of range impedance of >20,000 on electrode 5, 6, 7, 9, and 12. It was noted that the cause of the issue was unknown. It was noted that programming was of the ¿faulty¿ electrodes. Therefore, it was programmed around. It was noted that the implantable neurostimulator (ins) was reprogrammed to use the functioning electrodes. As a result, the patient was receiving effective stimulation in all areas of pain and the patient was satisfied. Signs and symptoms of the reported event included a loss of therapy. The patient outcome was no injury. **on the same returned paperwork, it was also noted that surgical replacement of an implantable neurostimulator (ins) occurred (B)(6) 2011. According to device registration the patient had their prior ins replaced (B)(6) 2011 (serial # (B)(4)) and their current ins (serial # (B)(4)) implanted on the same date. Because of the close correlation of the dates listed for replacement and because the no stimulation/impedance issue was resolved with reprogramming, the information reasonably indicated that the replacement pertained to the prior device. There was no indication or allegation that the current device was replaced. See manufacturer report #3004209178-2011-01551.

Event description:
Additional information received reported that the patient¿s implantable neurostimulator (ins) had been replaced. The patient would also be scheduled for a percutaneous lead trial for a possible percutaneous lead implant.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger, product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy. It was noted that they received assistance from the doctor or manufacturer representative and their concerns were resolved. It was noted that they had an appointment (B)(6) 2014. It was later reported that three weeks prior to (B)(6) 2014 the manufacturer representative became aware of a therapy issue that the patient reported. It was noted that the patient lost therapy. It was also noted that the caller checked the patient's battery and five contacts were >40,000 ohms. It was noted that reprogramming was conducted and the patient got therapy. It was noted that there were no falls or trauma preceding the loss of therapy. The manufacturer representative checked the patient again on (B)(6) 2014 and contacts 3, 5, 6, 7, 8, 9, and 12 were >40,000 ohms. The caller stated that the healthcare professional (hcp) asked what was causing the issue. It was later reported that the manufacturer representative had seen the patient twice in the "past month" and each time it was due to a loss of stimulation. The patient initially had a +,-,- electrode configuration when the + electrode along with four others went out of range. It was noted that the patient lost therapy. It was noted that the manufacturer representative was able to program around the issue and restore stimulation. On (B)(6) 2014 the manufacturer representative saw the patient again for the same issue and the + electrode that they had programmed was "out" along with another electrode. It was noted that there was high impedance of >40,000 on electrodes 3, 5, 6, 7, 8, 11, and 12. It was noted that the manufacturer representative was able to restore effective therapy. It was noted that there was a lead or extension issue break or fracture. This was further described that after discussing of the issue found upon interrogation it was suggested that there may be a break in the lead. It was noted that there was a loss of stimulation and therapeutic effect. Symptoms or complications associated with the event included less than 50% therapy relief at the lead location. Actions required as a result of the event included reprogramming. Troubleshooting included impedance testing and reprogramming. The issue was not resolved and the cause of issue was not determined. The product status of the lead with serial/lot# (B)(4) was implanted and remains in service. The event occurred during normal use. The patient's status as of (B)(6) 2014 was alive with no injury. Additional information was requested but was not available at the date of this report.

Event description:
Additional information received reported the patient completely lost all stimulation and they felt no stimulation at 10.5v. There was not a 50 percent or greater symptom reduction and the patient's pain had returned. Electrodes 1, 2, 3, 4, 6, 7, 8, 9, 11, 12, and 13 all had impedances out of range and greater than 40,000 ohms. All of the remaining electrodes had impedances greater than 37,000 ohms. The cause of the impedances is a suspected lead fracture that progressively got worse over time. A complete lead fracture was not noted on x-ray. The manufacturing representative attempted reprogramming, but the patient could not feel stimulation at 10.5v. A complete system replacement was in the process of being scheduled. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the diagnostics performed were limited to an impedance check. There were no x-rays performed or planned. The impedance checked showed several electrodes >40,000 as defined in report. There were no actions planned as of (B)(6) 2014. It was later reported that the manufacturer representative called in regards to an issue where the seven electrodes "failed" in the lead.